Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cardiac septal defect ("hole in the heart over an inch wide"), dyspnoea ("shortness of breath") and pulmonary arterial hypertension ("pulmonary arterial hypertension") and was found to have oxygen saturation decreased ("oxygen bottom out."). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cardiac septal defect, dyspnoea, pulmonary arterial hypertension and oxygen saturation decreased outcome was unknown. The reporter considered cardiac septal defect, dyspnoea, medical device removal, oxygen saturation decreased and pulmonary arterial hypertension to be related to essure. The reporter commented: discrepancy noted in essure removal - in the current version reported as "not removed" wile previous version states as "removed." Concerning the injuries reported in this case, the following one/ones were reported from social media : cardiac septal defect, dyspnoea, oxygen saturation decreased and pulmonary arterial hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added. Events added - cardiac septal defect, dyspnoea, oxygen saturation decreased and pulmonary arterial hypertension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cardiac septal defect ("hole in the heart over an inch wide"), dyspnoea ("shortness of breath"), pulmonary arterial hypertension ("pulmonary arterial hypertension") and tooth fracture ("sudden ur tooth just broke off- yes I have had two") and was found to have oxygen saturation decreased ("oxygen bottom out."). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cardiac septal defect, dyspnoea, pulmonary arterial hypertension, oxygen saturation decreased and tooth fracture outcome was unknown. The reporter considered cardiac septal defect, dyspnoea, medical device removal, oxygen saturation decreased, pulmonary arterial hypertension and tooth fracture to be related to essure. The reporter commented: discrepancy noted in essure removal - in the current version reported as "not removed" wile previous version states as "removed". Concerning the injuries reported in this case, the following one/ones were reported from social media : cardiac septal defect, dyspnoea, oxygen saturation decreased and pulmonary arterial hypertension, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media report received : event "sudden ur tooth just broke off- yes I have had two", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cardiac septal defect ("hole in the heart over an inch wide"), dyspnoea ("shortness of breath") and pulmonary arterial hypertension ("pulmonary arterial hypertension") and was found to have oxygen saturation decreased ("oxygen bottom out."). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cardiac septal defect, dyspnoea, pulmonary arterial hypertension and oxygen saturation decreased outcome was unknown. The reporter considered cardiac septal defect, dyspnoea, medical device removal, oxygen saturation decreased and pulmonary arterial hypertension to be related to essure. The reporter commented: discrepancy noted in essure removal - in the current version reported as "not removed" wile previous version states as "removed". Concerning the injuries reported in this case, the following one/ones were reported from social media : cardiac septal defect, dyspnoea, oxygen saturation decreased and pulmonary arterial hypertension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.